Event description:
It was reported to philips that there was a problem with the wired footswitch. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was aborted and arranged at another time. The philips field service engineer (fse) inspected the system on site and confirmed the problem with wired footswitch. Review of the system log file showed that footswitch was activated due to short circuit. Upon troubleshooting fse found that the malfunction in the wired footswitch. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for analysis and found loose and broken elements, button, joystick, handle, switch was not working. The system was returned to use in good working order. The codes were updated based on the investigation outcome.